Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk, bi-v ICD, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an increase in chronic heart failure (chf) symptoms when their left ventricular (lv) was turned off due to the lead exhibiting no capture at maximum outputs and high impedance. The left ventricular (lv) lead was later explanted and replaced. It was also reported that the replacement lv lead was attempted but not used when the physician was unable to place the lead in a posterior takeoff of the coronary vein in coronary sinus. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo.